Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device was leaking. It also caused a "no disposable" message on the pump in use. Additional information was received nothing that there was no issue with the pumps, but the cassette caused the pump to alarm. Patient threw out the cassette and used their emergency kit to mix a new one without any further issues. There was no patient, or clinician injury associated with this event.